Event description:
The customer reported that during a hysterectomy, the instrument closed on tissue and would not open. The surgeon used bipolar energy to free the tissue from the instrument. There was no tissue damage and no patient injury.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.